Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using humalog u-500 brand insulin, tandem technical support educated the customer this is off label insulin use. Occlusion was caused by a blocked cartridge. The customer changed supplies and resumed insulin therapy.